Manufacturer narrative:
Additional information: section b.3, d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. On (B)(6) 2026, the recipient's device was repositioned. The recipient was successfully activated on (B)(6) 2026, and performance is good. The recipient will be followed per center protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with loss of sound. Programming adjustments were made which improved performance. Device testing revealed results within normal limits. A CT was performed and confirmed electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.